Event description:
A customer contacted baxter great britain regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the homechoice (hc) unit display during dwell 3 of 5. The patient was connected. The technical service representative had the customer cycle the power off and on and the hp got a se 2367. The technical service representative advised the customer to end therapy and start over with new supplies or complete the therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore, no sample evaluation could be performed. This complaint for a system error (se) 2240 (air in line) was confirmed and the root cause was undetermined. The lot number was unknown; therefore, no batch review could be performed. A 510k number will not be provided in the emdr, because the product is unknown at this time. This issue is being investigated through CAPA.